Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Per medwatch report, it was reported that on an unknown date, post-op, the patient developed delayed deep spinal implant infection at least two years after undergoing spinal instrumentation and fusion.